Event description:
It was reported that the patient was experiencing a malfunctioning artificial urinary sphincter (aus) device two weeks after the device was implanted. The device was then replaced and a small hole in the crease of the cuff was present. A patient outcome was not reported.